Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during procedure, it was noted that there was a sense of strangeness near the tip of the left ventricular lead. The torque could not be transmitted properly to the tip of the lead. The left ventricular lead exhibited a sensing issue. The lead was removed and replaced. There were no patient consequences.